Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage therapy. The device inappropriately diagnosed a supraventricular tachycardia rhythm as ventricular tachycardia. The device was reprogrammed. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.